Event description:
Pt admitted in third degree heart block - md replaced pacer lead and used her old generator. The next day the generator quit working. Temporary generator done and this was replaced in 2004.